Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report a missing sensor wire that occured on (B)(6) 2015. Sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.